Event description:
It was reported that the customer was getting weak battery alerts on her insulin pump. Her blood glucose was 205 mg/dl at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Findings: no button error alarm noted. Pump has intermittent button response due to moisture damage on keypad traces. No battery out limit alarm or weak battery alarms noted. All operating currents are within specification. Off no power alarm function properly and passed self test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(6).